Event description:
This device was implanted on (B)(6) 1982 and was explanted on (B)(6) 2013 due to malfunction. A call placed to technical services on (B)(6) 2013 states that a bifurcated bipolar lead was capped during upgrade. The device was non-functional. No patient symptoms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).